Event description:
Had surgery to remove allergan biocell textured implants diagnosed with diffuse large b cell lymphoma with activated b-cell phenotype (B)(6) on (B)(6) 2019. I believe the implants were sent to the MFR that's what my plastic surgeon told me. I'm hoping to receive pictures post-surgery of my info, implants and capsules which I can have forward to the FDA. FDA safety report ID# (B)(4).